Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 110 mg/dl, compared with the sensor reading of 75 mg/dl. The threshold suspend limit was set to 56 mg/dl. The customer stated that the insulin pump kept on alarming through the night. He was advised that he may have slept on the sensor, which may have caused the low alerts. The customer declined to be transferred for troubleshoot assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.